Event description:
The customer stated an architect i2000sr analyzer generated a discrepant ca 125 result for one patient sample. The architect generated an initial ca 125 result of 279.8 and a repeat result of 43.7. The lab considers ca 125 values less than 35 to be normal, and the lab has a policy to repeat all positive results. There was no adverse impact to patient management reported.

Manufacturer narrative:
Incorrect or inadequate test result. No consequences or impact to patient. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trends or atypical activity was identified for architect ca 125 lot 96131m500. Labeling was reviewed and found to be adequate. Based on the results of this investigation no deficiency was identified.